Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported: bag was open and the seal was broken; no pt harm. Event description per attached email states: bag was open and the seal was broken on two bottles out of the box. At 3:50pm on (B)(6) 2021 - spoke to son (B)(6), when the box was opened 2 bags were opened or 'unsealed' - the bottles looked fine but was afraid to use them due to sterile reasons - verified again if there were any issues with any of the bottles other than the bags being unsealed/open, he said no but was afraid to use. No harm, left contact info. [Per ed - seal was broken - was referring to the seal of the bag or that the bags were unsealed].

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(4). Patient problem code: (B)(4).

Event description:
It was reported: bag was open and the seal was broken; no pt harm. Event description per attached email states: bag was open and the seal was broken on two bottles out of the box. 3:50pm (B)(6) 2021: spoke to son jonathan, when the box was opened 2 bags were opened or 'unsealed' the bottles looked fine but was afraid to use them due to sterile reasons - verified again if there were any issues with any of the bottles other than the bags being unsealed/open, he said no but was afraid to use...no harm, left contact info. [Per ed: seal was broken - was referring to the seal of the bag or that the bags were unsealed].